Event description:
Event description cpi received information that at an attempted implant procedure of this sweet tip bipolar lead (4269) the helix tip had broke off after two attempts a implanting. During one of the attemps, the lead got stuck on the tricuspid valvd, which may have contributed to the helix tip falling off.